Event description:
The customer reported the device failed to power up.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. There was no pt contact. The device was evaluated by a philips field service engineer. The symptom was verified. The power and control pcas were replaced to resolve the issue.